Event description:
It was reported that the shaft broke. The user was attempting to advance a guidezilla catheter through a 7f non-bsc guide catheter over a non-bsc wire. The collar of the guidezilla broke outside of the body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter with blood present on the shaft of the device when received. At the location of the collar and shaft bond there was a complete separation. The ptfe was pulled out of the collar and the end of the collar was damaged; however, the ptfe was still attached to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the confirmed broken shaft. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft broke. The user was attempting to advance a guidezilla¿ catheter through a 7f non-bsc guide catheter over a non-bsc wire. The collar of the guidezilla broke outside of the body. No patient complications were reported.